Event description:
On (B)(6) 2010, pt reported erratic blood glucose over the previous 5 days. Pt lost consciousness on (B)(6) 2010 due to low blood glucose. Pt's wife administered a glucagon shot and then took pt to the hospital. Pt received add'l treatment at the hospital and was diagnosed with pneumonia. While in the hospital, blood glucose elevated to levels between 400-500 mg/dl. Pt treated hyperglycemia with insulin, in addition to normal basal rate. Pt woke up on (B)(6) 2010 with a blood glucose of 41 mg/dl. Target blood glucose range is 100-200 mg/dl. Insulin cartridge and infusion set were changed the day before hospitalization. Insulin cartridge and infusion set are typically changed every 2 days. Adapter is used within specifications. Pt does not reuse the insulin cartridges. No errors or alerts were received on infusion device. Pt is using proper battery and battery setting on infusion device is correct. Time and basal rates are set correctly. There was no leaking on insulin in the system, and insulin is not expired, infusion device was not dropped or exposed to water or insulin ingress. Confirmed insulin flowed from infusion tubing as expected. Advised to discuss insulin needs with medical professional. F/u was completed. Pt reported blood glucose has improved and he has no further concerns. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.